Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 29-aug-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 512 mg/dl after insulin delivery was interrupted. The user¿s caregiver disconnected the ilet and administered backup insulin therapy. No outside medical intervention was required.